Manufacturer narrative:
The reported complaint that the autopulse platform (sn (B)(6)) was applied correctly but that it would only do a few compressions and then it would stop was confirmed during review of the archive data but not during functional testing. Based on the archive data review, the platform stopped compressions due to user advisory (ua) 17 (max motor on-time exceeded during active operation) error messages was observed near the event date. However, ua17 error message was not reproduced during functional testing. A review of the archive data showed ua17 near the event date; thus, confirming the reported complaint. The autopulse platform passed the initial functional testing without any fault or error. The ua17 was not reproduced. Unrelated to the reported complaint, the load cell characterization test indicated load cell #1 was defective. Load cell #1 was replaced to remedy the issue. User advisory is normally a clearable error message and is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory 17 is an indication that the lifeband is twisted, or battery voltage is low. The recommended actions to take for this type of user advisory are: open lifeband, start manual CPR, check battery and lifeband, pull up completely on the lifeband, ensure that the patient and the band are properly aligned, and press restart. During service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error.

Event description:
During this CPR, the customer reported the autopulse platform (sn (B)(6)) was applied correctly but that it would only do a few compressions and then it would stop. The crew tried fixing this 3 times. After the 3rd time, the platform would not do any compressions. They were unable to use it further at this event. He was unsure of what error code occurred during this event. The crew switched to manual CPR. No impact or consequence to the patient reported.